Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has experienced a worsening of depression. Per the report, the patient recently experienced a loss in the family and is experiencing other work stressors that may be causing the event. The patient's settings were adjusted a few months ago. The physician assessed that since changes were recently made to the vns, they were unable to conclude that changes to the vns were not a contributing factor.

Event description:
Update was received that the event was assessed as being possibly related to the stimulation, not related to the implant procedure, and unlikely related to device. The event is ongoing. An additional report was received that the patient is experiencing inferior alveolar branch nerve pain and was assessed as being definitely related to the stimulation and device. The event is recovered/resolved and did not meet the serious adverse event criteria.